Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The video received for this event was reviewed by a clinical development engineer (cde). The sureform 45 curved-tip stapler instrument fires a white reload on a vessel, then experiences a pause for compression when the stapler reaches 20mm. A message indicates the target tissue is too thick. When the stapler instrument unclamps from the vessel, malformed staples and bleeding from the vessel is observed. The surgeon places gauze over the bleed. Upon slowly releasing the gauze, the bleeding continues. Later in the video, the stapler instrument is reinstalled with a white reload. The stapler instrument successfully completes the fire on the vessel. Later in the video, the stapler instrument is installed again with a green reload and completes the reload fire on another location of the lung. Profuse bleeding is observed in the background. The origin of the bleeding is not shown in the video. Suctioning of the blood with a laparoscopic suction irrigator is performed. The video ends. Based on this video review, the tissue was too thick to be transected with the white reload. The da vinci sureform user manual warns against improper selection of reload color and includes a table detailing the appropriate tissue thickness range for each reload color.

Manufacturer narrative:
Review of the system logs found no relevant errors were observed during the procedure. Log review of the 5 subsequent procedures performed on the system found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. Review of the logs for the first sureform 45 stapler used during the procedure found no issues with 5 successful firings (2 white reloads, followed by 3 green), and one install where no clamping or firing was attempted. The instrument was removed and not used in the procedure again. Review of the second sureform 45 stapler logs used during the procedure (pn 480545-04, lot l80230518-0566) found that the instrument was installed with a white reload twice and fired twice; the first firing was completed successfully. During the second firing, the clamp was successful and a ¿tissue too thick to continue¿ error message was noted in the logs. Firing stopped at about 74% completion, after a duration of about 26 seconds from a high peak firing force. The instrument was removed and not used in the procedure again. The sureform 45 and sureform 60 user manual states, "if during the firing cycle the system detects that the tissue sample cannot be compressed based on the reload selected without leading to malformed staples or causing damage to the tissue, the system displays the 'tissue too thick to continue' message." The following concomitant products were used during this procedure: a 0 degree endoscope plus, fenestrated bipolar forceps, tip-up fenestrated grasper, two maryland bipolar forceps, two sureform 45 curved-tip stapler instruments. A site review of all multi-use instruments used in the case found they were used in subsequent procedures with no reported events that would have caused or contributed to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent a pulmonary lobectomy. The patient died but the timing of the death ¿ whether intraoperative or post operative ¿ was not provided, the cause of death and how it may or may not have been related to the procedure was not provided. Although a stapler issue was reported during the initial stages of this case, the relationship this issue may or may not have had on the patient¿s death is unknown. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that a patient underwent a da vinci-assisted pulmonary lobectomy procedure and expired. An intuitive clinical sales representative (csr) was contacted by the surgeon who stated a ¿tissue too thick to continue¿ message was received after firing a sureform 45 curved-tip stapler with a white reload on the pulmonary artery (pa). The surgeon reported the instrument was removed from the pa without issue. The csr received a call later the same day from a nurse circulator reporting that the patient had expired; no additional information was provided. Five days later, the csr was informed by the nurse circulator and physician¿s assistant that there was bleeding from an unspecified location at some point during the procedure before the white reload was fired on the pa. Multiple attempts to contact the surgeon directly have been unsuccessful.